Manufacturer narrative:
Unit received with intermittent esc and act buttons due to flattened dome. The keypad connector was inspected and no anomalies noted. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, specifically the esc and the act buttons do not work. Customer does not recall any significant events leading to the error. Customer's blood glucose was 128 mg/dl at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.